Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found acoustic lens surface appearance failed. Objective lens cracks, chips, scratches, or stain appearance failed. Bending section -rubber adhesive deterioration and separation on the thread-wound sections. Insertion tube buckles and coating peel-off/buckles on protector insertion section. Body control unit exterior insulation appearance failed. Up down/right left knob locking certainty failed. Angle knob operation, angle knob motion direction, bending angle, knob play, bending section return-appearance failed. Water leakage, stain inspection (scope-connector/electrical connector) appearance failed. Lock engagement lever had a cut on heat shrinking tube. And expected insulation capacity cannot be obtained. Due to the wear of forceps elevator lever; up/down knob cannot be locked securely. The ceiling plate is deformed, forceps elevator lever has a scratch, acoustic lens has a scratch which reaches to the glue-layer, objective lens has a chip, adhesive on bending section rubber has wear, connecting tube has a buckling, the ultrasonic cable has a buckling, the ultrasonic cable case is deformed and has a burr. Frame 260 has a crack, the inner shield has corrosion; due to water leakage. The outer shield has corrosion; due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the ultrasonic gastrovideoscope was damaged on the surface. Inspection and testing of the returned device found acoustic lens had a scratch, till the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be detected by following the instructions for use (IFU) which state: warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.